Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced hyperglycemia. Customer's blood glucose level was 470 mg/dl at the time of incident. Customer reported that they had blood glucose of 230 mg/dl and he ate dinner and went up to 350 mg/dl. Customer checked his blood glucose after 2 hours and found same blood glucose and then he took another bolus. The customer¿s blood glucose was 462 mg/dl and the sensor glucose was 346 mg/dl at the time of the incident. Customer pulled out infusion set and noticed cannula was bent. Customer reported he delivered two correction boluses and blood glucose went down 441 mg/dl then he delivered another correction bolus. Customer also reported that the insulin pump received insulin flow block alarm. It was unknown whether the customer using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.